Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Even though we both had covid the tests were negative and we ended up in the emergency room for my husband. Turned out the instructions should have stated how high in the nasal cavity to use the swab, resulting in 6 false negatives and us exposing elderly family members.